Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) updating the clinical diagnosis to 'increased pain' to replace the previous report of 'increased low back and leg pain'.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study reporting the patient had surgical intervention on (B)(6) 2016 in which the hcp removed 3cm of the old catheter to help improve the "lay" of the catheter, which was believed to be causing the occlusion. There was no new catheter implanted or spliced on.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving infumorph at 5.0 mg/ml concentration and dose of 0.9267 mg/day via an implantable pump. The indication for use was non-malignant pain. It was reported the patient was experiencing increased low back and right leg pain starting on (B)(6) 2016. The pump was interrogated and a volume discrepancy was noted in which 4.7 ml's were expected but 14.5 ml's were found in the pump. A catheter access port contrast study was performed on (B)(6) 2016 and the catheter was found to be completely occluded and the healthcare provider was unable to bolus the catheter. The patient was administered tylenol on (B)(6) 2016 and replacement of the catheter was planned. It was indicated the event was related to the device or therapy. The issue is currently ongoing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the event had resolved without sequelae as of (B)(6) 2016; the patient stated pain was under good control on that date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.